Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the ohms temperature would not go below 112 all over the charts. There was no patient injury.

Manufacturer narrative:
One device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. The water circulated normally through the device. The device read the temperature and lesioned properly. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during liver tumor ablation, the ohms temperature would not go below 112 all over the charts. It was determined that the generator was the issue and was being replaced. There was no patient injury.